Event description:
Boston scientific received information that the device delivered seven shocks with non-conversion of an arrhythmia. An xray was performed and revealed that the right ventricular (rv) lead was on the septum. A revision procedure was performed. When attempting to reposition the lead in the rv apex, the rv lead would not accept a stylet. The rv lead was ultimately surgically abandoned and replaced. While the physician was removing the chronic device from the pocket, the forcep damaged the header. The device was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.